Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that the inflatable penile prosthesis (ipp) left cylinder crossed over to the right. A surgical procedure was performed to replace the system. There were no patient complications.